Manufacturer narrative:
A review of the DHR and inspection records could not be conducted since a lot number was not provided. One opened catheter was returned for review. Visual inspection found no damage to the catheter. There were no cracks observed on the luer (hub). A functional analysis was conducted using a water filled syringe and a pin hole in the catheter tubing was confirmed resulting in the reported issue. A definite root cause for the reported issue could not be established. There was no lot number provided for traceability. The damage may have been the result of a mishandling during the manufacturing of the device or after reaching the user environment. Since a definite root cause could not be established, no corrective action will be taken at this time. Argon will continue to monitor for issues of this nature in the future.

Event description:
On insertion, PICC was observed to be leaking 3-4 cm from hub. PICC line removed and another one placed on extremely low birth weight, critically ill baby. Impact of incident: potential for infection and required additional procedure maintain venous access on a severely compromised patient

Event description:
On insertion, PICC was observed to be leaking 3-4 cm from hub. PICC line removed and another one placed on extremely low birth weight, critically ill baby. Impact of incident: potential for infection and required additional procedure maintain venous access on a severely compromised patient

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.